Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd posiflush prefilled syringe may have foreign matter. The following information was provided by the initial reporter, translated from german to english: in the attachment I send you photos of bd posiflush xs/ bd connecta 7cm which we have just received back from the ambulance. Have you heard this problem before, that there is a "deposit" in the hose?

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 3278163. The review did not reveal any possible non-conformances during the production process that could have contributed to this incident. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, foreign matter was observed in the connecta product. Based on the investigation results and without the physical sample for analysis, we were unable to determine if the foreign matter originated from the posiflush syringe. If the physical sample becomes available for this incident, or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough analysis. At this time, an exact cause related to the manufacturing process could not be determined for this incident. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.